Event description:
It was reported that during medical procedure of a cerebral aneurysm (anatomical location of the treatment site was a-com), when the stent (subject device) was inserted into the microcatheter, the stent (subject device) was prematurely deployed within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
B5 executive summary - updated. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was when the subject device was inserted into the microcatheter, the stent was prematurely deployed within the microcatheter. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was also set up and carried out. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during medical procedure of a cerebral aneurysm (anatomical location of the treatment site was a-com), when the stent (subject device) was inserted into the microcatheter, the stent (subject device) was prematurely deployed within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.